Event description:
It was reported that the product labeling of an unspecified quantity of chemo-aide dispensing pins were illegible. The event was further described as "the ink used on this product wipes right off " and "almost impossible to read". This was observed before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10: h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.